Manufacturer narrative:
Corrected data: please note that the alert date for this event is (B)(6) 2011.

Manufacturer narrative:
As reported by the sapphire registry, the (B)(6) patient experienced a myocardial ischemic event/myocardial infarction the day after having a stent placed in the right common carotid artery. The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 80% and the length of the lesion was 15mm. An angioguard embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The procedure was completed. The angioguard was removed from the patient. Upon retrieval there was debris found in the filter. There was no reported injury to the patient. Patient was transferred to the floor and discharged home three days post procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent and the reported mi. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) registry, the patient experienced a myocardial ischemic event/myocardial infarction the day after the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The target lesion was located at the bifurcation of the right common carotid artery (r8). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 80% and the length of the lesion was 15mm. An angioguard (601814rmc / lot 70711468) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0830rxc/ lot 15440710) stent was successfully deployed in the lesion. The procedure was completed. The angioguard was removed from the patient. Upon retrieval there was debris (i.e. Thrombotic material) found in the filter. There was no reported injury to the patient. The next day the patient suffered an adverse event. The database information indicated that the patient had suffered a myocardial infarction (mi). The patient has no history of mi or previous pci. The information states that EKG monitoring showing atypical flutter with respiratory insufficiency in the setting of af and likely diastolic dysfunction. There were no st changes. The patient was treated with atropine 1mg at the time of the EKG changes. There were no adverse events suffered during the procedure. Cardiology was consulted and managed her medication. Respiratory saw the patient and placed her on bipap and nephrology was consulted to assess chronic kidney disease. Pt began to improve and was transferred to the floor and discharged home three days post procedure with aspirin and clopidogrel prescribed.